Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported to philips that the touchscreen on the device was not working. The biomed reported that the touchscreen was not passing calibration. The device was in clinical use at the time of the event. There was no patient or use harm reported. The biomed reported the issue was noted during the set up of the device. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer that the touchscreen would likely need to be replaced. A good faith effort was made, and the customer confirmed on 14-aug-2020 that the touchscreen was replaced, which resolve the reported issue. Full preventative maintenance was completed, and the device passed all testing.